Event description:
Unit is auto triggering while on pt. Unit is giving disc/sense alarm. Add'l info received: event occurred in the pt's home. Vent autocycling. Could not stop even with new circuit. Pt was changed to backup unit. Pt only uses at night. No pt harm. Accessory used: humidifier. Unit running on ac battery 2 to 3 hours prior to event.